Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a defective printed circuit board and a defective converter unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus there was a flare effect coming from the 190 series scope in use with the video system center. The issue was found during preparation for use for an unknown procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: a defective printed circuit board and a defective converter unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed, the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.